Event description:
It was reported that water was noted in the air gas module. There was no patient involvement. Manufacturer's ref #: (B)(4).

Event description:
Manufacturer's ref#: (B)(4).

Manufacturer narrative:
The correction of field d4 serial#, e2 health professional? E3 occupation, h4 device manufacture date and h6 adverse event problem was required. This is based on the internal evaluation. Previous serial#: n/a. Corrected serial#: (B)(4). Previous health professional?: yes. Corrected health professional?: no. Previous health professional?: other healthcare professional. Corrected health professional?: non-healthcare professional. Previous medical device ¿ problem code: 1405. Corrected medical device ¿ problem code: 3005. Previous health effect ¿ impact codes: 2645. Corrected health effect ¿ impact codes 2199.

Manufacturer narrative:
The claimed issue was related to water inside air gas module. The issue was decided to be reported due to the fact that moisture/water in a gas module may lead to a stop of ventilation. There was no patient harm reported. Identification of issue has been done by analyzing problem description and pictures attached. Based on technician statement, the water source was from a connected compressor mini. The issue has been resolved by replacing air gas module. The cause of the issue was related to malfunctioning compressor mini, however the root cause to the reported problem has not been determined.

Event description:
Manufacturer's ref #:(B)(4).